Event description:
It was reported the pt was recharging within 3 days after recharging the ipg to full. A longevity calculation was performed which showed the ipg appeared to be prematurely depleting. A replacement charging system was sent to the pt, but the pt reported the issue did not resolve. It was reported the pt was unsatisfied but did not want to pursue intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.